Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate or confirm the customer reported complaint. Visual inspection of the hook found no physical damage. The ceramic sleeve was not dislodged. The cables were inspected and did not exhibit any signs of fraying or breakage. The instrument was installed onto an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There were no signs of loss of intuitive motion. The root cause cannot be traced to device. Additional observation(s) not reported by site: further visual inspection of the distal end found a piece of the conductor wire cap to be broken. The conductor wire was inspected and the wire and insulation did not exhibit any damage. An electrical continuity test was performed and passed. An energy delivery test was performed while the instrument was installed on the in-house system an passed. The root cause of the broken conductor cap is attributed to mishandling/misuse. The instrument was found to have a dislodged flush tube at the luer plate on the proximal end. The flush tube did not exhibit any physical damage. The housing was removed from the back end of the instrument, the flush tube guide did not exhibit any damage, no pieces were missing. The root cause of dislodged instrument flush tube is typically attributed to mishandling/misuse. A review of the instrument log for the permanent cautery hook (part# 470183-14 / lot# k10220122 0008) associated with this event has been performed. Per this review of the logs, the following was confirmed: the instrument was used on (B)(6) 2022 during an esophagectomy transthoracic - chest anastomosis procedure via system serial# (B)(4). There were 3 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted for review. This complaint is reportable due to the following: failure analysis acknowledges that a piece of the conductor wire cap was broken from a portion of the permanent cautery hook instrument that enters the patient (distal end). There was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the hook of the permanent cautery hook instrument was loose/wobbly. The procedure was continuing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter could not provide patient related information due to hospital policy.